Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Diopter: -18.00. Explant date: na. Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: (B)(4). Method code: evaluation method: lens work order search. Evaluation results: a lens work order search was performed and one similar complaint was found. Conclusions: no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles was noted. Surgery is pending to explant lens and exchange for shorter lens. See MFR #2023826-2015-01172 for left eye.

Manufacturer narrative:
The lens was explanted on (B)(6) 2015 and exchanged for a shorter lens on the same day. The exchange resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken. Dimensional inspection found lens was within specification. (B)(4). "Irido corneal angles", not "indo-corneal angles". Device manufacture date- corrected to 02/13/2015. (B)(4).